Event description:
Distal end of the wound not water tight and oozing occurred from the patient. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Therefore, no testing can be performed. Method: the device will not be returned. No product evaluation can be performed. Results and conclusions: the device will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues against the raw material suture or the lot. However, a record review was performed for the finished goods lots purchased during the past six months for this item. (B)(4) device history records were reviewed. There were no non conformance issued for these lots nor suture component lots. Dehiscence, is known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty based on the info provided. (B)(4). Item # (B)(4), stratafix spiral pga-pcl knotless tissue control device. A 2mh -0- undyed monoderm 36x36, finished good lot unknown.